Manufacturer narrative:
Concomitant product: 5076-52, lead, implanted: (B)(6) 2006.

Event description:
It was reported the patient is deceased. It was also reported the device should have paced and shocked based on the presenting rhythm. Resuscitation efforts were performed. Additional information regarding the circumstances surrounding the death as well was the cause of death was requested but not received. No other information is known at this time.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.